Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient had an ins replaced because there was an issue with it. The patient stated something quit working so they stopped using it but they do not remember what the issue was. No further patient complications were reported as a result of this event.